Event description:
It was reported that the implant didn't hold up after 7 years. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial surgery for an elbow replacement approximately 7 years ago. Subsequently, the patient was revised about 2 months ago due to the bushing coming out and pain. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Updated: a2, a3, a4, b1, b3, b4, b5, b7, d2, d4 (item and lot), e1, g3, g4, h1, h2, h3, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d6, d9, g3, g6, h1, h2, h6, h11. The following sections were corrected: d1, d4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision procedure approximately seven years post-initial implantation due to pain and dissociation. During the revision noted metallosis, scar tissue, implant fracture, implant wear and synovectomy of blackened tissue. The pins and bushing were exchanged without complications. The ulna and humerus remained implanted. No additional patient consequences were reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h4, h6, h11 the following sections were corrected: d1, d4, g4 d1: interchangeable humeral assembly for cemented use only extra small the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h4, h6, h11. The reported event has been confirmed through the provided radiographs. Radiographs identified the following: right total elbow arthroplasty with possible loosening of the hinge pin at the joint and associated humeral component loosening distally. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. The reported event was confirmed through provided radiograph and medical records. No devices was returned or pictures provided. Device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a healthcare professional, which identified the following: pain and found to have dissociation of the components. Significant metallosis noted upon entering the joint. It was clear that the two metal fragments creating the axle for arthroplasty were moving. Bushing also broken, axle removed in separate pieces, all bushings removed findings either worn or broken. Noted significant amount of blackened metallosis tissue within and around the elbow. Ulna and humeral components were well-fixed. Review of available radiographs identified right total elbow arthroplasty with possible loosening of the hinge pin at the joint and associated humeral component loosening distally. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.